Event description:
It was reported that, this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of myopotentials. The myopotential oversensing were reproduced in the primary and secondary vectors by arm elevation. It was noted that the x-rays showed an axillary position of the device. In addition, there were several smart pass episodes, which can likely be attributed to previous cardiac surgical interventions. The technical services (ts) recommended to reprogram the device or reposition the system. This electrode remains in service. No adverse patient effects were reported.